Manufacturer narrative:
510k: this report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the female patient, (B)(6), underwent variable angle-volar radius plate (va-vrp) implantation for a distal radius fracture. When the surgeon inserted a va locking screw into the 2nd most distal hole on the ulna side of the plate on the radius, the screw could not be fixed. The screw was removed from the hole, and could be fixed at another hole. Then, when the surgeon tried to insert a titanium (ti) locking screw at the 2nd most distal hole on the ulna side of the same plate, the screw also could not be fixed. The screw was removed from the plate and retrieved. The patient is currently under follow-up observation at the hospital. Surgery was completed successfully with a less than thirty (30) minute delay. There was no adverse consequence to the patient. This report is for an unknown locking screw. This is report 3 of 3 for (B)(4).